Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection was loose and could not be tightened. Customer's blood glucose level was 115 mg/dl.